Manufacturer narrative:
Product event summary: analysis found that sensing was low and the calibration was invalid. The price quotation for repair was rejected so the customer asked that the device be returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned to the manufacturer for inspection. It was analyzed and tested out of specification. There was no patient involvement.